Event description:
It was reported the unit wouldn't turn on, and it was powering down on its own. The device subsequently tested out of specification during manufacturer's analysis. Follow-up information received determined there was no patient involvement. The condition was found prior to use.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The lower case was also noted to be broken and the keyboard pad scratched.